Event description:
During an endoscopy procedure in the colon, a cook instinct endoscopic hemoclip was used for hemostasis. The clipping site was described as 6mm to 8mm in length. The clipping device was advanced through the endoscope and the physician told the technician to close and deploy the clip. The clip was closed and attached to the tissue site, but resistance was encountered and the clip would not release from the clip deployment device. The clip could not be opened for removal from the tissue site. The technician continued to push the handle but the clip would not release. The inner wire of the device broke. The physician had to rip the clip off the tissue site. Patient did okay and no bleeding was noted. The physician completed the procedure by using another cook instinct endoscopic hemoclip and this device performed perfectly. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. Two (2) unused devices having the same lot number were returned in the original packaging. Unused devices #1 and #2: for both devices. The device was returned in a sealed pouch. The foam tip protector was correctly in place. A "catch" or an increase in resistance was observed in the movement of the drive wire once the clip was pulled halfway into the housing prior to deployment. The device was advanced into pentax ec3830-tl colonoscope in a simulated lower gi position with the tip in the maximum retroflexed position to simulate a worst case position. Using the device handle, the clip was deployed on simulated tissue using an expected amount of force applied to the handle. Therefore, the products functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.